Manufacturer narrative:
Affected ion-selective electrode (ise) results were requested, however the results were not available. The customer indicated the results were normal when run on the other analyzer and that those results matched previous results. No sample information was provided. Calibration and qc would not be affected by this issue because calibrations and qcs are run in cups that are not cap-pierced. A bci field service engineer (fse) performed the following: replaced the cap piercer drain valve, wick & autogloss delivery tubing. Completed the cap piercer alignments. Verified proper z-cut and autogloss delivery.

Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneous low ise results due to diluted wash concentrate leak form the shower block (cap piercer). No incorrect results were reported out of the laboratory. No operator exposure to the dilute wash solution was noted. No affect to patients, the incorrect results were not reported out of the laboratory.